Event description:
On december 8, 2025, the surgeon notified poriferous regarding a patient case involving an implant infection that requires a revision surgery. Additional information was requested but not provided.